Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and during support, there was pump flow issue. There was a clot ingestion and pump saturation was noted. The physician made the decision was made to remove the impella and replace it.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported thrombus and saturated flow issues has been completed. The impella device was not returned for evaluation. Clinical details states that immediately after starting impella cp support, clot ingestion and saturated flow occurred. The patient's starting activated clotting time (act) was 130 and the team decided to explant the pump and replace it with another. No product was returned for a visual inspection. Data log analysis confirmed that the pump was initially unable to start, but after a second attempt a motor current spike occurred followed by saturated flow at p9. The most likely cause of the saturated flow and temporary pump stop was biomaterial. Added- b1 selected product problem d4-updated model number. G1-updated manufacturing site name and address.